Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use intl (ce) english, ifu0104-00, rev. C was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: incontinence or overactive bladder infection. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use (IFU) lists infection and incontinence as a potential risk of aquablation therapy. Based on the event details plus a review of the treatment log files, DHR and IFU, the event is considered not to be device-related.

Event description:
A male patient underwent aquablation therapy on (B)(6) 2025 for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient was experiencing incontinence post aquablation therapy. The patient underwent cystoscopy at an unspecified date between on (B)(6) 2025, which showed no apparent cause for the incontinence. The patient underwent magnetic resonance imaging (MRI) on (B)(6) 2025, revealing a periurethral collection. On (B)(6) 2025, the patient was readmitted to the hospital for the periurethral collection, which was treated with antibiotics. It was reported that the patient's incontinence has resolved and that he was discharged on (B)(6) 2025. The treating surgeon does not attribute the reported periurethral collection to the aquabeam robotic system. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The patient previously underwent aquablation therapy on (B)(6) 2025 for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient presented to another urologist more than a year later with a urethrocutaneous fistula and urinary incontinence. As per the urologist, the patient demonstrated destruction of the trigone and external urethral sphincter leading to complete incontinence, with exposure of the intramural ureters. The bladder capacity was reported to be approximately 50 ml and a large false passage or urethral diverticulum was also identified. No further information has been provided. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.